Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer reported short battery life, insulin pump error alarms, and a missing serial number label. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing serial number label, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No insulin pump error occurred during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. No insulin pump error was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 104=low battery alert occurred (B)(6) 2022 20:00:00, (B)(6) 2022 01:43:00, & (B)(6) 2022 22:08:00--the 1st 2 alerts are within the expected interval of 2 weeks of one another; 73=change battery fault occurred on (B)(6) 2022 @ 20:43:00. The adapt tool confirms that a insulin pump error (variable info = 3) occurred on (B)(6) 2022 @ 17:26:47. The adapt tool does not list any other insulin pump errors that could potentially trigger a critical insulin pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. A visual inspection of on the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of short battery life was not confirmed while that of insulin pump error alarms and a missing serial number label was confirmed during testing. The insulin pump error (variable info = 3) is due to a broken trace at pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer report hardware low level failures pump error alarm. Customer also reported that battery not lasting long. Customer reported that insulin pump will not find the sensor. Self test was failed. No harm requiring medical intervention were reported. Troubleshooting was performed. The customer will discontinue to use of the device.